Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed. Additional information received from the physician reported the cause of death as: stroke, right middle cerebral artery cerebrovascular accident. The patient was found disoriented at the assisted living, was brought to the emergency room and found to have a middle cerebral artery stroke. The device was interrogated post admission and found to have normal function. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from the hospital with limited information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately one week after device replacement procedure. The cause of death has been requested and not received.